Manufacturer narrative:
The facility reported a patient ingested intercept detergent during an endoscopy procedure when an endoscope flushed with intercept detergent was inserted back into the patient. The patient was exposed to the intercept detergent remaining in the endoscope. Medivators regulatory affairs contacted the facility after receiving the chemtrec report. The facility reported they obtained the safety data sheet (sds) and the patient was not experiencing any symptoms. They had contacted the (B)(6) regional poison control who advised them to give the patient water and juice and to monitor the patient for any symptoms related to the chemical exposure. Medivators ra followed up again with the facility and they reported the poison control contacted the patient and confirmed there were no symptoms from ingesting the intercept detergent and no medical attention was needed. The patient is reported to be doing fine. This complaint will continue being monitored in medivators complaint handling system. (B)(6).

Event description:
A facility reported a patient ingested intercept detergent during an endoscopy procedure when an endoscope flushed with intercept detergent was inserted back into the patient. The facility contacted their regional poison control and continued to monitor the patient after the incident occurred.